Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an interlink system non-dehp t-connector extension set leaked. During an unspecified infusion the patient became agitated, and the t-connector started bleeding back into the line. Then blood was observed in the non-baxter transparent line guard. The nurse noted all connections were tight. The line was immediately clamped proximally to the leak and fluids were stopped to prevent significant blood loss. A new t-connector was then sterilely placed. The volume of blood loss was not reported. No further information was available at the time of this report.

Manufacturer narrative:
D4: lot #: reported non-valid lot numbers: 8900-0223-01 and 8900-000219-0. D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.